Manufacturer narrative:
This report is being filed correct the date of event.

Event description:
It was reported that this device triggered fc1003 related to battery low for remaining capacity. No adverse patient effects were reported. Technical services (ts) confirmed that the device triggered fc1003. The device was subsequently explanted but will not be returned due to government regulations.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this device triggered fc1003 related to battery low for remaining capacity. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed correct the date of event.

Event description:
It was reported that this device triggered fc1003 related to battery low for remaining capacity. No adverse patient effects were reported. Technical services (ts) confirmed that the device triggered fc1003.